Manufacturer narrative:
Concomitant product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) had to be moved lower because it was moving up towards the patient's belt line.